Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one touhy borst typed introducer and one dilator. The dilator met resistance while passing through the nylon disk in the valve housing. As received, the dilator outer diameter was measured to be 0.120 inches, which was within specification. The nylon disk passed a pin gage measurement up to 0.123 inches, which was out of specification. Additionally, the introducer sheath was found to be broken off at the connector. The edges appeared to match. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is standard clinical practice to inspect these devices prior to use on a patient. Any issue with the sheath being broken would be observed during this inspection. The introducer can be exchanged easily for another one, causing a minor delay in treatment or monitoring. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the dilator did not fit into the introducer. As per the physician, it was unclear if the ring inside the introducer was too narrow, the dilator was too wide, or if the dilatator surface was the issue. The doctor then proceeded to open all of the hospital¿s remaining shelf stock to isolate any introducers with the suspect lot number 61409006, prior to use to ¿guarantee patients¿ safety¿. There was no patient involved in this complaint, as the suspect introducer was one of the packages the physician pulled off the shelf and opened.

Manufacturer narrative:
Our product evaluation laboratory conducted an additional evaluation on the device. The dilator was able to be inserted through the introducer without difficulty. The outer diameter of the dilator was measured to be 0.120 inches, which was within specification. The inner diameter of the nylon disk was found to pass up to a 0.123 inch pin gage, which is out of specification. The sheath hub was completely broken into halves, just proximal of the suture wing. The hub appeared to have been cut, as a non-through cut was observed on the inner surface of the hub. The edges of the hub appeared to match at the break location. There was no visible damage on the dilator, sheath body or valve housing. The customer report of "dilator did not fit into this introducer" was not confirmed on evaluation.